Event description:
A pump declared an altitude alarm, but there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer's insulin was not suspended, and the issue had not been previously reported with the same pump. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged. The caller was able to resume insulin use with the original cartridge without needing a replacement.